Event description:
Following a pre-placement angiogram, an angio-seal device was deployed in 2000 without reported difficulties. The pt presented to the hosp on 4/3/2000 with an abscess. On the following day, the physician performed an incision and drainage. The pt was discharged the same day in satisfactory condition. It should be noted that the physician was in the process of becoming a certified user of the 6f angio-seal device and this was the second deployment of the angio-seal device.